Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant the nurse was told that the atrial lead had a lead warning and it was changed to unipolar. The patient had complained of a "thumping in the chest". The patient was brought in and lead was programmed back to bipolar with lead monitor to monitor only. The nurse was concerned about the "fuzzy" egm on the ventricular high rate episode (vhre). The nurse also noticed there were short v-v intervals and believed these were non-physiologic. The lead remains in use. No patient complications have been reported as a result of this event.